Manufacturer narrative:
Mentor received additional information regarding patient details. Information has been updated accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast reconstruction with 225cc mentor memoryshape breast implant experienced left-sided wound infection postoperatively. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
On november 29, 2021, mentor became aware that the suspect medical device was implanted for primary breast reconstruction. The serial number was (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 18, 2022, mentor received additional information indicating that the patient's left breast implant was replaced with another 225cc mentor memoryshape breast implant (catalog: 3341055 lot: 7548689 sn: (B)(6)) on (B)(6) 2021. Mentor also became aware that the patient also suffered wrinkling on the right breast post-procedure and had to undergo surgical intervention. The patient had fat grafting/nipple reconstruction on (B)(6) 2021. This will be reported under mrn: 1645337-2022-01560. Lastly, the patient also experienced wrinkling on the left breast after the replacement surgery done on (B)(6) 2021. The wrinkling on the left breast was diagnosed on (B)(6) 2021 and also required surgical intervention. The patient had fat grafting/nipple reconstruction on (B)(6) 2021. This will be reported under mrn: 1645337-2022-01561.